Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. The customer also reported that the piece missing from the plastic of belt clip. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, and off no power alarm test. The stop (idle) current and run current measurement tests are within specification. No back light anomaly noted during testing. Device powered up properly after the test battery was installed. Device was monitored for two days. No blank display noted. No broken off battery tube threads, belt clip slot or reservoir tube lip. Device had a missing end cap sticker, cracked battery tube threads, cracked belt clip slot, cracked case at the corner of the reservoir tube window and cracked reservoir tube lip.